Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced a muscle stimulation. The right ventricular lead was optimized and the issue was resolved as the stimulation was suppressed. No further information is available.